Event description:
Femoral impactor head fractured while implanting femur.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The annealed product was released on 30-jul-2014. The root cause of the new failure mode of the device fracturing into smaller pieces is currently being investigated per (B)(4) and CAPA(B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.